Event description:
"S/p b 200cc dc gels for augmentation/ptosis. Noted that the r is softer and smaller x yrs and the l is harder x 3 mos. She denies h/o trauma. C/o b pain, r greater than l. In addition suffers from progressively disabling systemic sx's including arthralgias/myalgias (+ am stiffness), dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, lo grade fevers, rec resp infections, sweats/chills, ha's, tmjd, visual probs, dizziness, memory loss, sicca, hair loss, oral sores, rashes, sen sun/cold (+ raynaud's)/chem, sob/cough, cp/costochondritis, choking sens, skin tightening, increased cholesterol, wgt loss, gi/gu probs, easy bruising, blackouts, dyspareunia. Otherwise healthy."